Manufacturer narrative:
(B)(4) for the reported event of side car - rx pushback. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was opened for use for an endoscopic stone removal procedure in the common bile duct on (B)(6) 2015. According to the complainant, during unpacking, the basket wire extended from the tip of the catheter and the side-car rx presented pushback. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.